Event description:
This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with culture positive for candida parapsilosis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. In 2010, dianeal and extraneal were discontinued, and the patient was transferred to hemodialysis. It was not reported whether the peritonitis resolved. The reporting nurse stated that the fungal peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.